Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. An impella cp was implanted in the right femoral artery and had positioning issues. Several unsuccessful attempts were made to reposition the device. Central cannulation of extracorporeal membrane oxygenation and explant of the impella cp were being discussed. The patient survived the procedure.